Event description:
It was reported that the foley catheter balloon was monitored well on 25sep2022 during the catheterization. When the foley catheter was about to be replaced, a little leakage of urine was found. After excluding other reasons, the balloon of the foley catheter was found to be leaking, which was considered to be due to product quality. The user replace with a new disposable sterile catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. A potential root cause for this failure mode could be, ¿short latex dwell time" or "latex dip speed out too slow". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter balloon was monitored well on (B)(6) 2022 during the catheterization. When the foley catheter was about to be replaced, a little leakage of urine was found. After excluding other reasons, the balloon of the foley catheter was found to be leaking, which was considered to be due to product quality. The user replace with a new disposable sterile catheter.